Event description:
This event was reported via a telephone call. It was reported that the catheter was inserted in the male pt's right internal jugular (B)(6) 2012. It is not clear when, but the pt was eventually transferred in a hospital in (B)(6) for reasons unknown. The pt was given an x-ray and it was then at a 12 inch piece of swg was found to still be in the pt. The wire was surgically removed and the pt is fine. There was no reported complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.